Event description:
It was reported that the pump declared an alarm during the loading process, specifically alarm 20, without any occurrence of prior similar issues with this pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l) and remained within a safe range. The customer attempted to load a new cartridge with assistance but was unsuccessful as the alarm recurred, prompting tandem technical support to arrange a pump replacement. The customer was instructed on backup therapy using multiple daily injections (mdi) and guided on returning the faulty pump in proper storage mode.